Event description:
It was reported that: "lma used to intubate patient. Dr inflated cuff but was unable to deflate it. Valve appeared misshaped and adhering to sides of the wall. Lma removed and ett was used instead. No significant desaturation noted as airway was managed appropriately by anesthetist. There was no patient harm or consequence."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint 'failure to inflate and cuff pilot misshaping or adherence to the side wall' could not be confirmed upon investigation of the returned sample. Based on the visual inspection and functional testing conducted on the returned sample, no issues were observed. The cuff was able to fully deflate, and no spontaneous inflation was detected while in the deflated state. The cuff was subsequently inflated to three different pressure levels, and the cuff pilot (bellows) indicator correctly aligned with the corresponding zones at each pressure level, demonstrating proper cuff pilot functionality. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that: "lma used to intubate patient. Dr inflated cuff but was unable to deflate it. Valve appeared misshaped and adhering to sides of the wall. Lma removed and ett was used instead. No significant desaturation noted as airway was managed appropriately by anesthetist. There was no patient harm or consequence."